Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a minimally invasive chevron and akin osteotomy could not be screwed in. The surgeon was not able to unscrew the device and had to make a cut to remove the screw with a plier. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.